Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refw2340 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "clamp on power PICC broken. Patient went home with cadd in situ but no clamp. When he returns for cadd off we will not be able to clamp PICC. Device has been in situ for a while. There was no exposure to bodily fluids and no erroneous results."